Manufacturer narrative:
Secondary intervention. Evaluation: results: (endoleak), (other manufacturer's device appears to be preventing this device from fully expanding and achieving an adequate seal). Conclusions: (other manufacturer's device appears to be preventing this device from fully expanding and achieving an adequate seal).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 7.1 cm aneurysm of the descending thoracic aorta. The diameter of the thoracic aorta was 40mm. The common iliac arteries measured 11 mm in diameter on the left and 8 mm in diameter on the right. It was reported that another manufacturer's stent graft was implanted and two talent stent grafts were implanted at the proximal and distal ends of the other manufacturer's stent graft. The CT revealed that there was a proximal type I endoleak of the talent device and a distal type I endoleak of the other talent device. (MFR 2953200-2009-01543) the patient was taken back to the operating room but the talent device could not be expanded, later determined it was due to the other manufacturer's stent graft restraining the talent stent grafts. The physician brought the patient back to the operating room and ballooned the stent grafts however, the endoleak was persistent. It was reported that the following day the endoleaks had resolved. The delivery system was discarded by the user facility. No additional clinical sequelae were reported and the patient is fine. Films were received and their interpretation has been completed by a consultant physician. Another manufacturer's grafts were implanted first. Then proximally and distally talent devices were placed. Proximally there is excellent placement of the talent device. There is still a small leak in this area as another manufacturer's graft appears to be preventing the talent device from fully expanding. This is true distally as well. The talent stent graft is brought down to the level of the sma, the other manufacturer's device appears to be preventing this device from fully expanding and achieving an adequate seal.